Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Built-in-reader test was not performed due to not power on. Visual inspection has been performed on the usb/charging cable and no issue was observed. Opens or shorts were not observed. Usb/charging cable was passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn mark on reader's pcba was observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release to distribution. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. An extended investigation has been performed. Visual inspection was performed on the de-cased reader and burn marks were observed on the u13 chip. The returned reader was connected to a computer via usb cable. The software was unable to detect the reader. A visual inspection was performed on the returned usb charging cable and no signs of damage or corrosion were observed. The usb charging cable was tested using a cable tester and no opens or shorts were observed. The cable passed testing. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion or usb cable. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the remainder of testing. The reader was still unable to power on. The reader was monitored under a thermal camera during operation and hot spots were observed on on cpu, u3, u13, and u5. The u13 chip was removed from the pcba. The hot sports were still observed. The dn3 chip was removed to attempt to fix the failure to connect to the software. However, the reader was still unable to connect to software. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. No anomalies were observed, the customer complaint was not an out-of-box issue. It was observed that the reader was unable to power on. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged and overheating components. Therefore, the issue is not confirmed to use due to incorrect adapter used. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.